Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2011 to report that her son experienced two failed sensors, each approximately three days after insertion. Upon removing the sensors, she noticed that the sensor wires were shorter than normal. Pt's mother reported that pt experienced no infection or redness at the insertion site. No medical intervention was required, and pt was fine at the time of his mother's call to dexcom technical support. This is MDR 2 of 2 for the complaint. See MDR #3004753838-2011-00049 for report 1 of 2.